Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 484 mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, the pump's control iq software was disabled by customer. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 6 hours later with the issue resolved and no permanent damage.